Event description:
The customer's mother stated that the insulin pump had a constant tone and a blank display. The mother also stated that she noticed water underneath the liquid crystal display. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display and constant tone due to moisture damage in the electronic assembly. The insulin pump also had a corroded motor home switch.